Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2023, 2408 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("device embedded") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of gastroesophageal reflux disease, anemia, spotting vaginal, heavy periods, leiomyoma, parity 3 and multi gravida in 2023. Concurrent conditions were listed as abnormal uterine bleeding since 2023 and fibroids since 2022. On (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus & cervix,bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2023. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy heart] on (B)(6) 2022: negative for hyperplasia/malignancy but fragments of endometrial polyp were present. [Pathology test] on (B)(6) 2023: specimens: uterus. Final diagnosis: uterus, cervix, and bilateral fallopian tubes, total hysterectomy and bilateral. Salpingectomy: uterus: proliferative phase endometrium; no hyperplasia or atypia. Leiomyomata, also present in endocervical canal, lower uterine segment; no atypia. Cervix: benign endocervix and ectocervix; no dysplasia. Bilateral fallopian tubes: unremarkable fallopian tube epithelium and fimbriae. Clinical information: abnormal uterine bleeding, fibroids. Gross description: myometrial nodules/esions: essure coils are identified embedded within the bilateral cornus. [Ultrasound pelvis] in (B)(6) 2022: uterus 12.7x 9.4x 8.3 cm, multiple fibroids largest 6.2x 5 x 3 cm. Another fibroid 3x2x2.3 cm. Known submucosal component to her fibraids. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded 10074498. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: event medical device removal updated to device embedded.reporter and patient information, lab data, medical history, indication, non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("device embedded") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of gastroesophageal reflux disease, anemia, spotting vaginal, heavy periods, leiomyoma, parity 3 and multi gravida in 2023. Concurrent conditions were listed as abnormal uterine bleeding since 2023 and fibroids since 2022. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus & cervix,bilateral salpingectomy, cystoscopy.). The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy heart] on (B)(6) 2022: negative for hyperplasia/malignancy but fragments of endometrial polyp were present [pathology test] on (B)(6) 2023: specimens a. Uterus final diagnosis uterus, cervix, and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: uterus -proliferative phase endometrium; no hyperplasia or atypia -leiomyomata, also present in endocervical canal, lower uterine segment; no atypia cervix: -benign endocervix and ectocervix; no dysplasia bilateral fallopian tubes: -unremarkable fallopian tube epithelium and fimbriae clinical information abnormal uterine bleeding, fibroids. Gross description: myometrial nodules/esions: essure coils are identified embedded within the bilateral cornus. [Ultrasound pelvis] in may 2022: uterus 12.7x 9.4x 8.3 cm, multiple fibroids largest 6.2x 5 x 3 cm. Another fibroid 3x2x2.3 cm. Known submucosal component to her fibraids. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded (B)(4). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.